Event description:
It was reported that the right atrial (ra) lead was attempted, not implanted. The lead had high thresholds when it was positioned. After multiple attempts of different positions, the guidewire could not insert into the lead anymore. A different lead was implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).